Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b.

Event description:
Explanting physician later reported capsular contracture baker grade iii.

Event description:
Patient reported ¿peri-implant tissue with fibrosis and hyalinosis corresponding to a peri-implant capsular fibrosis". Device has been explanted.

Manufacturer narrative:
The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side "an ultrasound examination revealed swollen lymph nodes in the armpits. Patient also has wavy deformity and pain". Patient reported ¿peri-implant tissue with fibrosis and hyalinosis corresponding to a peri-implant capsular fibrosis. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ deformation: observed deformation on the device, ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: observed calcification on the device. ¿ adhesion: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "an ultrasound examination revealed swollen lymph nodes in the armpits. Patient also has wavy deformity and pain". Device remains implanted.